Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. During the analysis of the history log files three air alarms could be detected. A flow deviation could not be detected in the device history. The sample was subjected to a visual and functional examination. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. A functional test was perfomed. The self test was successfully finished and it was possible to bring the pump in operation. A delivery accuracy measurement according was arranged. The downstream sensor was checked and the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. All values according to the specifications of the technical safety check (tsc). By an inside investigation no damages could be detected. The complaint could not be confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland: "under infusion" customer information: simdax infusion started, infusion rate 17ml/h should have ended at 7.00 am but there was half left in the bottle (250 ml).